Manufacturer narrative:
The investigation of limb ischemia and hemolysis has been completed. The impella device was not returned for evaluation. Limb ischemia - reversible: clinical details noted that clinical team was unable to find distal pulses of extremities. The root cause of the limb ischemia was unable to be determined due to insufficient clinical details. Hemolysis: data logs were reviewed and logs showed repeated suction alarms with placement signal spiking to 3000 at time of reported hemolysis. No repeated positioning alarms occurred during reported hemolysis. Clinical details noted that patient was experiencing red urine overnight on first day of support. Transesophageal echocardiogram (tee) was performed, pump was repositioned, and turned down to p-5. Noted that patient had high map and had an afterload issue that was treated the next morning with hemolysis resolving. The root cause of the hemolysis was most likely patient condition related as data logs showed placement signal trend supported with suction alarms, and clinical details noting hemolysis was able to resolve after patient's afterload was addressed.

Event description:
The patient presented with st-segment elevation myocardial infarction and shortness of breath. During impella cp support, it was noted that pulses were not palpable or appreciated on doppler. Bilateral lower extremities were cool but not cold. Cap refill was less than three seconds. Additionally, there were reports of hemolysis. Transthoracic echocardiogram was done and the pump was repositioned. Later, the urine started to clear up. The impella cp was successfully weaned and explanted. The patient survived and the patients outcome is stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter, ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle, ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis, ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction, ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿